Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the guidewire advanced within the straightener tube and a kink in the guidewire body. The complaint of a kinked guidewire was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we have a kit that had a broken component if it when opened." This was found prior to use. There was no patient involvement. The user changed to a new device to complete the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "we have a kit that had a broken component if it when opened." This was found prior to use. There was no patient involvement. The user changed to a new device to complete the procedure.